Manufacturer narrative:
(B)(4)

Event description:
Per the clinic, the patient experienced poor performance resulting in the decision to discontinue use of the device. The device was explanted (B)(6), 2012. There are no plans to reimplant the patient with another device as of the date of this report, (B)(6), 2012.

Manufacturer narrative:
(B)(4).